Manufacturer narrative:
The customer reported that their mutligas unit reading are suddenly zeroing out. No harm or injury was reported.

Event description:
The customer reported that their mutligas unit readings are suddenly zeroing out.